Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device history record review was completed and revealed no findings that could have contributed to the current complaint. Evaluation was unable to reproduce the reported symptom. The device was found to perform a test infusion without issue. The device was found to function as designed with relation to the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not administered IV solution. There was no patient involvement associated with this event. No additional information is available.